Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 9/28/2020. H.6. Investigation: bd received 1 sample and 1 photo from the customer for investigation. The photos was reviewed and the customer¿s indicated failure mode for foreign matter in the tube with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and a piece of semi-burned plastic within gel was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "when preparing using the sst tube, it was found that the tube had foreign matter in the tube.¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "when preparing using the sst tube, it was found that the tube had foreign matter in the tube.¿